Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4). (B)(4). Lens not returned.

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens, -5.0 diopter, tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to it "being damaged while removing upside down lens from eye. Second lens implantation was uneventful and patient is doing great." The lens was exchanged with the same model and diopter lens on (B)(6) 2016, and the problem was resolved. On (B)(6) 2016, the status of the eye was "eye is quiet."

Manufacturer narrative:
The lens was returned dry and bent, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken. No similar complaints were reported for units within the same lot. (B)(4).